Manufacturer narrative:
The reported event of the transmitter caught on fire was not confirmed. Final analysis found there were no signs of fire damage on the transmitter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter caught on fire. There were no reports of patient harm. A replacement transmitter was sent to the patient.